Event description:
The valve was explanted due to paravalvular leak caused by endocarditis. A 33m sjm valve was implanted.

Manufacturer narrative:
Valve was received in st. Jude medical heart valve div fer analysis lab in a st. Jude medical product return kit, submerged in liquid solution. Sewing cuff was brownish-gray in color, and contained some glistening, whitish-tan solution. Several pieces of sewing cuff, some tissue, and sutures, were floating freely in liquid solution. Some of whitish-tan tissue extended ont onto inflow rim of orifice, as well as partially into inner diameter of orifice and into recessed pivot areas. Both leaflets exhibited a small amount of resistance to movement, which was most likely due to some tissue in recessed pivot areas. A granular substance, most likely blood and/or body fluid, was observed to cover carbon sufaces ofvalve. Valve was chemically sterilized and forwarded to independent pathologist for gross morphological examination. Dr. Stated that at time of his examination, it appeared that some cleaning of sewing cufff had been done at time of explantation. Along one aspect of sewing cuff was a fibrous, moderately thick, grossly normal healing reaction. At one edge of this material, there appeared to be small amount of soft tissue which was compatible with fibrin. Small portions of grossly normal fibrous tissue were present on other aspects of sewing cuff, as well. Microscopically, dr. Determined fibrous tissue reflected different processes. Small amout of this tissue was mature, nearly acellular, collagen. Bulk of tissue, however, was identified as young collagen which numerous cells of a myofibroblastic type. Within this cellular reaction were moderate numbers of scattered neutrophils and chronic inflammatory cells; primarily lymphocytes and histiocytes. One unit which grossly resembled fibrin, was young, myxoid- appearing fibrous tissue. Focally, normal fine elastic layers were present; however, bulk of elastic-like tissue was considered pseudoelastic, and of healing reaction. No microorganisms were identified with gramstein. Focal areas of young collagen with association of small numbers of inflammatory cells were compatible with healing reactions indicative of infective endocarditis. Dr. Concluded that healing reactions observed on sewing cuff were compatible with prior, recent infection. Conclusion: info reviewed from valve's device history record and additional testing performed through fer analysis lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of investigation indicated paravalvular leak caused by endocarditis was not due to intrinsic valve defect, as supported by review of this valve's sterilization parameters. As stated by dr, infection was determined to be due to enterococcus, most likely originating from pt's recent episode with gastroenteritis. This condition is also supported by dr's examination, which indicated healing reactions were compatible with prior, recent infection.